Event description:
A call ctr ticket was logged with the following text: "observed ac light would not reilluminate after shock delivered." There was no reported pt involvement.

Manufacturer narrative:
Pr#:(B)(4).